Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 5mg/ml at 0.4mg/day. It was reported that the patient experienced decreased efficacy. A catheter issue was suspected. A catheter dye study was performed with inconclusive results. The date of the dye study was unknown to the reporter. A catheter revision/replacement was planned. When the pocket was opened, there was purulent-appearing fluid. The surgeon cultured the fluid, tissue, and catheter and elected to explant the pump and catheter. The system explant occurred on (B)(6) 2022. An infection was suspected. The reporter was unsure if the infection was confirmed. White blood cells were found in the culture material shortly after surgery. The devices would be replaced in the future. The reporter was unaware of any date scheduled for re-implantation of the system. At the time of the report, the issue was resolved and the patient status was "alive-no injury". There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial/lot# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) indicated it was unclear whether the patient had an allergic reaction to the pump or that she had an infection because the samples taken from the pump pocket site were inconclusive of infection to the rep's knowledge. The physician was aware of this information and no re-implant date had been scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported the patient had an allergic reaction to the pump. The company representative could not provide patient information or the impacts as she was driving.